Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent email stating the head went off the toothbrush when she brushed her teeth. No injury was reported. Follow-up: the consumer submitted pictures of the product revealing the oscillating disc detached from the brush head. No injury was reported.